Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation, the pulse wire in the cable connecting the distribution node (dn) and ECG "a" and "b" was open in between ECG "b" and the dn, which caused the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse events resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
The home health care nurse of a (B)(6) female patient called zoll customer support to report that the patient was receiving check therapy pad messages. The patient was issued a replacement electrode belt.